Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of an issue with their coaguchek xs meter serial number (B)(4) that may impact the interpretation of their results. The customer stated that initially, the meter was not working so they changed the batteries. The customer performed a meter display check and stated they could not see the "888" segments in the results area of the display clearly. The customer stated that it looked like half of the "888" segments were fading in and out. There was no allegation of erroneous results or an adverse event. There was no information provided to reasonably suggest that there was any actual misinterpretation of results. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by a leaking battery. . The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device. Medwatch fields have been updated.